Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the trt75 misfired no further details are available as the hosp did not record any further info. There was no consequence to the pt.